Manufacturer narrative:
(B)(4). Manufactured november 5, 2015 ¿ november 6, 2015. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified that the fillport cap was separated from the fillport; however, the luer cap was not separated. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer cap of a large volume intermate was discovered to be loose in the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.